Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. It is possible that the locking loop mechanism was not secured adequately during the procedure, causing the tube to migrate or fall out. There was no information on how the device was secured or maintained after placement. If the device was not secured in place, or the tubing experienced excessive forces, it could have contributed to it falling out. It is also likely that the maintenance of the tubing contributed to the skin irritation reported around the stoma, however, this could not be confirmed. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: it was reported by the physician that the discovery of tube dislodgement and subsequent device replacement occurred on (B)(6) 2018. Occupation: analyst. PMA/510(k) #: not exempt, preamendment. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A complaint notification was received from abbvie, inc. Regarding a patient with a duopa intestinal tube that needed 24 hours of oral medication and a peg tube connector cleared out. It was originally reported that the patient presented at a physician's office on (B)(6) 2018 with complaints of stoma site irritation and recent leaking from the tube connection. It was determined that the tube was working fine at the time of the visit, however the patient was prescribed an unknown barrier cream for the stoma irritation. It was found that the patient had an ultrathane shetty single lumen gastrojejunostomy tube in place. In information received from the physician, there was no leakage or occlusion noted in the tube. The tube was found to be coming out of the patient, who was sent to ir for a device replacement on (B)(6) 2013. Comments regarding stoma site irritation were made at that time and creams were ordered. On (B)(6) 2018, the patient contacted the physician to report that stoma site irritation had occurred, and was instructed to follow up with their primary care physician for follow-up. On (B)(6) 2018, the patient was sent to the wound clinic for an assessment of the skin around the stoma. As reported, the patient did not experience any adverse events due to this occurrence.